Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was overfill. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "overfill of tubes, tubes drew excessive volume of blood."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was overfill. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "overfill of tubes, tubes drew excessive volume of blood."